Event description:
It was reported that a patient presented with far p wave oversensing on their implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was stable.